Event description:
Per the clinic, the patient was having a lot of skin wound problems from his baha device. The revision surgery was performed on (B)(6) 2019. Reportedly, the abutment was removed and closing the scalp over during the revision surgery.